Event description:
It was reported that the guiding catheter, guide wire and dilatation catheter were put in place. When attempting to inflate the balloon, it was not possible to turn the handle of the inflation device. After persistence, the handle finally turned and the device was prssurized to 8 atm. At this time, it was observed on x-ray that there was no image of the inflated balloon. Then, the pt went into an electro-mechanical dissociation status, (ECG present but no efficient heart contraction). Despite resuscitation attempts by cardiac massage, the pt expired. All of the devices were removed. Once outside of the pt, the cath lab staff attempted to inflate the balloon to reveal a leak on the shaft, proximal to the balloon.

Event description:
It was reported that the guiding catheter, guide wire, and dilatation catheter were put in place. When attempting to inflate the balloon, it was not possible to turn the handle of the inflation device. After persistance, the handle finally turned and the device was pressurized to 8 atm. At this time, it was observed on x-ray that there was no image of the inflated balloon. Then, the pt went into an electromechanical dissociation status, (ECG present but no efficient heart contraction). Despite resuscitation attempts by cardiac massage, the pt expired. All of the devices were removed from the pt. Once the devices were outside the pt, the cath lab staff attempted to inflate the balloon to reveal a leak on the shaft, proximal to the balloon.